Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: device patch with lot number 2539635 and catalog number trf345g. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: h.6.

Event description:
Patient reported left side "capsular contracture" baker grade unknown. Healthcare professional reported a preventive replacement. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product-procedure: unable to observe since it is not related to the device. As per the investigation procedure opening crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "capsular contracture" baker grade unknown. Healthcare professional reported a preventive replacement. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "capsular contracture" baker grade unknown. Healthcare professional reported a preventive replacement. Device was explanted and replaced.